Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Visual review of provided photographs showed the size 13 rasps to be slightly larger than the size 14 rasp. No damages were observed and no further evaluation was possible with the images provided. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause can be attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove code 4114: device was returned. Complaint sample was returned and evaluated against the reported event. Visual inspection identified wear and tear on all products consistent with previous usages. Measurement of overall lengths using calipers identified the rasps marked size 13 measured 6.5490 and 6.5515 confirming that are size 14. The rasps marked size 14 measured 6.3430 and 6.3415 confirming they are size 13. No other damaged are noted. Evaluation of the returned product does not change the final conclusions of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01242, 0001825034-2020-01243, 0001825034-2020-01244, 0001825034-2020-01246 ,0001825034-2020-01247.

Event description:
It was reported that a rasp instrument for size 13 was etched for size 14 and visa versa. There is no known harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.